Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the cuff deflated. The event occurred during infusion at the facility. There was no reported patient harm or adverse event as a result of the event.